Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the plastic on the patient interface (pi) broke and was used broken. It appeared that only the arm was broken and they maintained suction, so doctor decided to proceed. After creation of the flap of left eye (os), it was discovered that the pi was more broken than previously thought so the decision was made to not to lift the flap, assuming the separation of tissue might have been at different planes. The laser had indicated that suction occurred. The left eye was converted to photorefractive keratectomy (prk) on the same day. The right eye (od) was successful lasik. The patient is doing great postoperatively. At one week post op patient saw 20/20 od and 20/30 os (prk eye). No additional information was provided.